Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 00:29:59. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.